Event description:
It was initially reported that "the stimulation felt like it was missing a beat and it wasn't steady and then the left leg worked and the right leg did nothing and there was no stimulation going through it." The trial started two days prior to the report and the patient lost stimulation on her right leg the night prior to the report. It was helping the back of her left leg but she got the stimulator mostly for her right leg. It was later reported that the lead was being returned for analysis. The patient was undergoing a retrial the week of the report.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).